Event description:
On 03/09/2000, the MFR received a report via a fax from the facility that states the following: placed in interventional radiology 2000. Pt contaminated catheter prior to insertion (soaked in betadine). Packed with 2000u heparin each lumen. On 01/28/2000, unable to draw times three "pa" instilled. Packed with 5000u heparin per lumen. On 02/01/2000, pt had temperature of 99.5 cultures drawn. On 02/02/2000 temperature was 100.2-admitted for antibiotic. Collected 02/05-02/08/2000. Home on antibiotics. Admitted for high dose chemo and transplant on 02/17/2000. Had come into clinic every 2-3 days for heparin change and site care. Temperature spiked on 03/01/2000, and cultures taken, 03/07/2000, tip-coag. Neg. Staph. No further details were provided.